Manufacturer narrative:
Based on the user facility information, non-resorbable material was left unretrieved in the patient's body. Results - is based upon evaluation of user facility information and the actual sample; evaluation of unused portion of the actual sample. Conclusions - is based upon evaluation of user facility information and the actual sample; evaluation of unused portion of the actual sample. The involved device was returned to the manufacturing facility in (B)(4) for evaluation and testing. Visual inspection confirmed that a portion of the outer urethane layer had been sheared, 36mm to 73mm from the distal end, exposing the core wire. Magnification inspection found that the sheared cross-section was smooth, indicating that the urethane layer had been sheared off with a sharp tool. Inspection and testing of the undamaged portion of the sample confirmed there were no defects or anomalies and product performance specifications were met. Although the cause of the reported event cannot be definitively determined, the event description and appearance of the return sample are most consistent with damage to the guidewire's coating due to manipulation of the guidewire against a sharp surface, such as the bevel of the metal introducer needle during withdrawal. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including: (1) "do not manipulate or withdraw the guide wire m through a metal entry needle or metal dilator. Manipulation and/or withdraw through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval and (2) "do not use the guide wire m with devices which contain metal parts such as atherectomy catheter, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that a portion of the guidewire urethane coating sheared off and remained in the patient. Follow up communication with the user facility confirmed: (1) the guidewire was used for a nephrophthisis procedure; (2) a portion of the urethane layer had been sheared off the distal segment of the device; (3) fluoroscopic examination found part of the sheared coating remained in the patient; (4) reportedly, the attending physician used a metal needle during the procedure; (5) the detached material was left un-retrieved; and (6) the patient is reported to be "under observation."